Event description:
The advocate called for help with the customer's meter. While troubleshooting, she performed control tests using 2 bottles of test strips and received results of 202 and 216 mg/dl. The normal control ranges were 103-142 mg/dl and 103-143 mg/dl. No adverse events were alleged. The customer used the last of the test strips, so they are not available for evaluation. The meter is to be returned for evaluation. Replacement products were sent to the customer.